Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not activate. This occurred during branch ligation even though the pre-cautery test was successful. When they want go place the defective hemopro back in the plastic tray, they found a piece of metal and they did not know if that belonged to the hemopro or something else. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).